Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol bard parastomal patch (device #1) used to treat the patient. The patient's attorney alleges injuries and revision surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol bard parastomal patch (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol collamend device and bard/davol xenmatrix device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2007, the patient underwent surgery for implant of an unspecified bard/davol ck parastomal patch (device #1). It is alleged that on (B)(6) 2008, the patient underwent surgery for implant of an unspecified bard/davol collamend. As alleged, on (B)(6) 2010, the patient underwent surgery for implant of an unspecified bard/davol xenmatrix. It is alleged that on (B)(6) 2007, the patient had unspecified injuries and underwent revision surgery. As reported, the patient is only making a claim for an adverse patient outcome against the ck parastomal patch (device #1). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."